Event description:
It was reported by the clinician that when the mobile power unit (mpu) was plugged into ac power it beeped and it was noted that it was battery symbol that kept beeping. The mpu batteries were replaced with aa batteries. Following this action it was recommended that the mpu be plugged into ac power to self test automatically to ensure no further alarms prior to using mpu on a patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm occurring on the mobile power unit (mpu) was unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis and no log files nor images of the alarm were submitted for review. Provided information stated that no patient was involved with the reported event and that the event was due to the mobile power unit (mpu) alarming to replace the aa batteries found within it. No functional issues were reported with this event. The event was resolved with the replacement of new aa batteries. The root cause for the low voltage alarm was due to the internal aa batteries being nearly depleted; however, a root cause for the depletion of the batteries was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The customer order was shipped on 25jul2016. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use section 3 ¿ powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.